Event description:
Customer reports 1 fiber leak occurred at the end of treatment on reuse number 1. Noted by blood leak alarm and confirmed with hemastix. Estimated blood loss was 150cc. Treatment was discontinued. No pt injury or medical intervention reported.